Event description:
It was reported that the customer spent three hours in order to complete the rewind sequence. The customer stated that he kept receiving the motor error alarm. The customer stated that he replaced the battery and it took 10 minutes for the screen to return. The customer still had difficulties afterwards with the priming process. The customer's blood glucose was 311 mg/dl. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer mentioned also received no delivery alarms at the same time of the motor error alarm. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, and displacement test. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Prime test, occlusion test, and excessive no delivery test, were not performed and low reservoir alarms was not verified due to motor error alarms. The motor was tested outside the device and it passed. No belt clip assembly was received with the insulin pump, unable to verify belt clip assembly anomaly. The insulin pump had cracked case at display window corner, minor scratched lcd window, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.